Event description:
It was reported that during a spinal surgery procedure, two apod slap hammers broke at the weld during impaction of the trials. There was no adverse outcome for the pt. The surgery time was prolonged by about 10 minutes.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for eval. An investigation has been initiated based upon the reported info.